Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred rarely between 3/22/2026 and 3/25/2026. Performance data was reviewed. The allegation alert/notification settings was not found within the investigation window. The allegation was undetermined. However, it was found that egvs not updating issue occurred within the investigation window. The probable cause was determined to be an error with an event handler which caused the app to prevent the trend graph and current estimated glucose value from updating. No injury or medical intervention was reported.